Manufacturer narrative:
Based on the available information, this event is to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Please note: two patients were affected; therefore, a separate FDA form 3500a has been generated to address the other case reported under patient identifier # (B)(4). Reported to FDA on july 10, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Manufacturer narrative:
The product associated with this batch was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. The following conclusion code was reported on initial MFR#: 1049092-2014-00288, reported to the FDA on july 10, 2014 and has been corrected with the appropriate codes. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It is reported that the patient presented with skin damage described as "small skin tears and reddened" and "early eschar" upon removal of the duoderm dressing related to the gum remaining adhered to the skin. It is further reported that the dressing was discontinued, and a dressing from another manufacturer/laboratory was then applied.